Event description:
The technician alleged that when disengaging the brake the brake will stay locked. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster and brake steer caster to resolve the issue.